Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was either a heart attack or diabetes. The caller stated that the customer had a heart condition that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer treated their high with insulin but they refused paramedic assistance and passed 30 minutes later. The caller agreed to return the insulin pump for analysis.